Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 due to stress urinary incontinence and mesh was implanted. It was also reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that patient underwent mesh revision/removal on (B)(6) 2009 due to recurrent urinary problems, recurrent pelvic prolapsed, recurrent urinary tract infections, abdominal pain, pelvic pain, bowl problems, dyspareunia, neuromuscular problems, vaginal scarring, other and emotional injuries. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.